Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module infusion set was blocked and failed to prime with lipids. This event occurred 2 times. The following information was provided by the initial reporter: IV set failed to prime with lipids x2 events.

Event description:
It was reported that the bd alaris¿ pump module infusion set was blocked and failed to prime with lipids. This event occurred 2 times. The following information was provided by the initial reporter: IV set failed to prime with lipids x2 events.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the lipids x2 failed to prime could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 21085696 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.